Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was at 39 mg/dl and the insulin pump did not alarm or threshold suspend. The customer's sensor gave a reading of above 70 mg/dl to 80 mg/dl. It was suggested that the sensor be shut off for a few hours and restarted to align sensor readings and blood glucose. Nothing further reported.